Event description:
Olympus was informed that the wiper blade broke (pin detached) during an unspecified procedure. There was no patient injury reported. No additional information was provided.

Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The evaluation found the securing pin that holds the grasping section was partially detached. The device was sent to the original equipment manufacturer (OEM) for further evaluation. The OEM investigation found that one side of the teflon pad was deformed and the metal piece was observed to become embedded in the grasping section. It is believed that the phenomenon may have occurred from an ultrasonic overload on the teflon pad or due to possible contact between the grasping section and the probe.